Event description:
In 2002 the end-user called medtronic minimed, USA and stated hospitalized for acidocetosis coma. 4 days in hospital. No noticable leaks, no other observations. On 9/19/2002 maersk medical a/s rec'd the complaint. No products returned.